Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress.

Event description:
Filter would not release from the delivery catheter. The filter was resheathed and removed and another filter was used to complete. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. (B)(4) (importer). Manufacturer ref# (B)(4). Contact office info: name and address for importer site: cook medical incorporated (B)(4). Summary of investigational findings: the returned product components consisting of the pre-dilator, the introducer dilator, introducer sheath, filter and the jugular introducer, without the protection sheath have been returned for investigation. Several kinks and bends are seen along the introducer system, which could have been caused during packaging of the filter during return shipment. The filter is detached from the introducer and the red button is pushed down indicating filter release attempt. The filter has been reattached to the introducer and released without any difficulties. Based on investigation of the returned product components it has not been possible to recreate the difficulties experienced "filter would not release from the delivery system". A likely cause could possibly be lack of back tension during filter release. IFU does instruct to keep slight back tension on the introducer, push the release button completely to ensure proper release of the filter. Furthermore IFU does warn that excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.